Event description:
Reporter indicated that his dell x5 handheld computer "kept freezing upon interrogation". All attempts for further information are pending. Product has been requested, but has not been returned to date.